Event description:
It was reported to philips that the system gave geometry errors, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during emergency treatment procedure. The procedure was delayed less than 20 minutes and completed by restarting the system. It was reported to philips that system gave geometry errors, preventing geometry movements. Review of the logfile shows error related to swivel box confirming the malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that a geometry error occurred at the start of operation, and the arm and top plate did not work. The customer tried restarting the system twice but couldn¿t resolve the issue and requested onsite support. The philips field service engineer (fse) found that there was a communication problem with the swevel control unit and found that an error occurred when the swivel was moved. To resolve the issue, the fse replaced the swevel control unit (ecat drive). After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system with a little delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.